Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the reported event. The technical service representative assisted the hp to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.